Manufacturer narrative:
Product analysis:the complaint was confirmed. The battery flex, battery contacts, case, battery release, and lead flex cover were found to be contaminated. The case was found to be broken, with side bail covers, ring cover, side bails, and ring missing. The keypad was found to be scratched. The main printed circuit board (pcb) and liquid crystal display (lcd) were found to be out of electrical specification. Battery o-ring was found to be damaged. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not turning on. The epg was returned for service. There was no patient involvement. The epg tested out of specification, during analysis.

Manufacturer narrative:
Failure analysis was performed on the main printed circuit board assembly (pcba). Visual inspection: no anomalies observed. Assembled main pcba into a known good engineering unit. Conducted functional console testing on assembled unit with main pcba. Unit passed all tests successfully. No unexpected shut down observed during automated test. No defect found. Conclusion: no defect found. If information is provided in the future, a supplemental report will be issued.